Manufacturer narrative:
Concomitant medical products: product ID: 6935m62, lead implanted: (B)(6) 2019, product ID dtmb1qq, lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizzy spells. The right ventricular (rv) lead dislodged and there was no capture. There was also high threshold on the left ventricular (lv) lead. The rv was revised and remains in use. During rv lead revision, the lv lead became dislodged. The physician pulled it all the way out and used lv pin to plug the lv port. No further patient complications have been reported as a result of this event.